Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "defib fault 72" message. The complainant indicated that there was no pt involvement in the reported malfunction.